Event description:
It has been reported that a (B)(4) county ems ambulance was involved in a collision. The cot fastener did not hold the cot in place resulting in a significant injury to the pt who then passed away the next day.